Event description:
Same case as MFR report #: 2939204-2010-01012. (B)(4). It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The index procedure treated the 90% stenosed, 2.5x18mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation, placement of a 3.5x20mm promus element study stent, and post dilation resulting in 15% residual stenosis. Following post dilation, ivus (intravascular ultrasound) was performed. While passing the ivus catheter through the study stent, the catheter caught on the proximal edge of the stent creating a small area of malapposition (approximately 1.5mm). Additional post dilation was performed with a 4mm balloon with a good final result. There were no reported patient complications. The patient was discharged the same day on aspirin and additional thienopyridine therapy. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).